Event description:
The recipient reportedly experienced electrode migration. On (B)(6) 2020, the recipient underwent repositioning surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device activation went reportedly well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.